Event description:
The affiliate stated the customer reported unknown fluid leaked in the middle of the instrument involving the coulter lh 750 hematology analyzer. The fluid was contained within instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No patient results were impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) discovered the tubing through pinch valve vl65 was clogged which caused the fluid leak at the segment tubing between vl85 and vl128. The fse replaced the tubing through pinch valve vl65 and resolved the fluid leak. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).